Event description:
It was reported that a patient underwent a right inguinal hernia repair procedure on (B)(6) 2009 and mesh was used. A few months after the procedure, the patient developed pain in the area from the mesh rubbing on nerves. The patient has been receiving numbing injections for pain management. Additional information has been requested.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.